Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with cracked battery tube threads. Cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had droplets under the lcd and screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.